Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that they were camping and the insulin pump was scrolling through menus by itself. Customer stated that they did not press any buttons to initiate the scrolling. Customer stated that it was raining however the insulin pump was not wet prior to the alarm. Customer's blood glucose reading at the time of the call was 121 mg/dl. No further information reported.